Manufacturer narrative:
A review of tickets for lot 03025m800 did not identify an increase in complaint activity and no trends were identified related to the complaint issue. Return testing was not completed as returns were not available. Historical performance of lot 03025m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 03025m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca19-9xr reagent, lot 03025m800.

Manufacturer narrative:
Patient sid (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: (B)(6) 2019 surgery for duodenal papilla cancer; ca19-9 measured every month 12 - 19u/ml; (B)(6) 2019 (B)(6) ca19-9= 308.47u/ml; (B)(6) 2019 ca19-9 = 18u/ml. There was no reported impact to patient management. Patient is diabetic. On (B)(6) 2019 cea = 5.59ng/ml, glucose = 367mg/dl, and hba1c = 7.4%. On (B)(6) 2019 p-amylase crp is normal value.